Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse discovered that the pilot actuator for valve (vl57) was defective, and the bellows was not draining completely. The fse replaced the actuator that fixed the leak, flushed vacuum system and verified proper draining of the bellows. Failure mode was defective pilot actuator for valve (vl57) causing backpressure resulting in the bellows not draining completely. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that sample tube caps were damp after removing them from the cassette of the coulter lh 750 hematology analyzer. The customer also reported seeing clenz in the drip tray under the needle inside the analyzer after shutdown. The volume of the leak was approximately 1cc. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.